Event description:
It was reported that patient with a 19mm 8300ab aortic valve, underwent an amplatzer occluder plug procedure after an implant duration of six (6) months due to pvl.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: b5, b7, d4 (expiration date), g3, g6, h2, h4, h6 (component code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and there were two non-conformances found related to this serial number. However, the valve was re-worked to completion, passing all inspections. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient and/or procedural factors likely caused or contributed.

Event description:
It was reported that patient with a 19mm 8300ab aortic valve had ai with pvl requiring percutaneous pvl closure procedure after an implant duration of six (6) months. The patient was transferred to the pacu in stable condition. On pod #2, the patient was discharged.